Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a problem. The water in the chiller tank reached 4ºc but the water in the circulation tank did not gone below 25ºc. It could be a mixing pump. As per wo updated received on 18sep2023. The mixing pump is replaced and the device works properly and error-free operation.